Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip: (B)(6). Investigation summary: batch history analysis was performed, quality notifications and maintenance records were verified where no records potentially related to failure were found. Through the analysis of the photo sent by the customer, it is possible to observe the wrongly positioned stopper on the syringe, but as the samples were not received, it is not possible to confirm whether the root cause comes from the molding of the plunger or from the syringe assembly process. Production processes are validated according to defined acceptance criteria.

Event description:
It was reported that the plunger is defective with a bd plastipak" 10ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: syringe plunger is bent.